Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer stated that when the bed is touched, it shocks the person touching it. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.